Event description:
International customer reported that several hours after surgery, one of the drains placed failed to show signs of drainage. The surgeon found the information of a hemotoma at the surgical site. The hemotoma and device were surgically removed and a new drain placed. The patient recovered and was discharged.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained; a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: 46432isp, mfg date: 08/22/2007, exp date; 08/31/2012. Lot: 46520isp, mfg date: 08/27/2007, exp date: 09/30/2012. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.